Event description:
It was reported that this patient arrived to the health care facility after experiencing a syncope episode. It was determined that this was due to this implantable pacemaker exhibiting high out of range impedance measurements, noise and oversensing of the right ventricular (rv) lead noise on the atrial channel, thus not delivering atrial pacing when the patient needed. Due to this a lead safety switch was triggered. Atrial lead measurements were tested and no out of range measurements were observed. The device was reprogrammed and the plan is an rv lead revision procedure at a later date. This device remains in service. No further adverse patient effects were reported.